Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the post op control the surgeon and the patient have seen on xrays that one of the lower offset connector has moved and was no more in the original position. The patient also wrote a complaint letter on it. This letter and the x-ray can be found enclosed. Procedure: lumbar fixation + plif.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device did not show any signs of damage. Light tool markings showed that it had seen some use. The returned image showed that the bolt and its associated parts had shifted postoperatively, moving away from the rod that it was supposed to be attached to. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the connector shifting postoperatively cannot be determined from the sample and the information provided. A potential root cause may be the set screw associated with the bolt/connector assembly loosening from the top of the rod postoperatively, potentially allowing the bolt to migrate. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. Investigation will be conducted.